Event description:
It was reported the event occurred in the children's intensive care unit. After placement of the catheter, upon removal of the spring wire guide (swg), it appears to have frayed and cut. The swg contains two guides inside. The "thinner one" started to fray. It is still unclear how the swg was removed, but another catheter was used. Other than a second insertion, there are no reported pt injuries, complications or death. F/u with distributor indicates surgical intervention was not required in this event.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.